Event description:
The customer obtained imprecise and negatively biased quality control results using vitros amon slides on a vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Pt samples were not processed while quality control results were unacceptable. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The customer's investigation determined the user error caused the negatively biased quality control results as an operator independently chose to calibrate the vitros 250 outside of the lab's normal procedures and used the incorrect vitros amon calibrator kit. Recalibration with the correct calibrator kit produced acceptable quality control results. The root cause of the imprecision could not be determined as the customer does not process amon pt samples on the vitros 250 and declined to have ocd filed service investigate potential root cause.